Manufacturer narrative:
Philips has investigated this complaint. A philips engineer went on site and confirmed that the tube cooling oil level was too low. The cooling unit oil was replenished and the system was returned to use in good working order. When the cooling oil level is too low, low load fluoroscopy is still available, but exposure is no longer possible. Warning messages are prompted to the user informing that only low load fluoroscopy is available and exposure not possible. Through the analysis of the log file, philips has confirmed that the system did boot up, but exposure was not available. The failure of the cooling unit was registered in the log file as well as the warning messages prompted to the user.

Event description:
It has been reported to philips that while preparing for an emergency coronary artery disease procedure the system was unable to boot up. The procedure was completed on another system. No harm to patient or user has been reported to philips. Philips has started an investigation for this complaint.